Event description:
A distributor contacted our office to report that a female patient experienced ocular pain, hyperemia and conjunctivitis after using consept onestep disinfecting system. In follow up with the patient, it was learned that she sought medical treatment because she experienced redness and pain after her first time use of the product. She was told that a piece of skin on her eye was going to be peeled off because of the disinfecting solution. She was treated for one week (treatment was not further specified) and during that time she did not wear her contact lenses. When asked about her lens care regimen, it was learned that she used a rinsing solution manufactured by another company but has used this previously without any difficulty. See companion report for consept 1 step neutralizing tablets.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Manufacture date: unknown (since lot number is unknown). All pertinent information available to the manufacturer has been submitted. Placeholder.